Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be draw at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was over 700 mg/dl. Troubleshooting was performed. Ran a fixed prime and high pressure test and the tests passed. The customer's most recent glucose reading was 143 mg/dl, and he has treated with manual injections. During the call, the nurse stated that the customer was under medication and he is not coherent. Advised the nurse that a replacement of the insulin pump will be sent. No further info was provided.